Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -03.00 diopter implantable collamer lens into the patient's eye. It was indicated that there is a planned lens exchange. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Disregard initial MDR: originally the claim was determined to be reportable, but upon further review was determined not MDR reportable. The reporter indicated that there is a planned lens exchange. Lens never implanted. No patient contact. Not likely to cause or contribute to death or serious injury if it were to reoccur. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. H3 - device evaluation: the lens was returned in an unopened box. Visual inspection found other: lens was returned in a box that had not been opened. Claim # (B)(4).